Event description:
Event description guidant received information that during the implantable pulse generator replacement, the physician found that both the thinline leads were found to be bent sharpley at the point 1cm distal of the suture sleeve end. The coil was found to be fractured. The insulation on both leads was still intact. The leads were capped.